Event description:
Report received of an independent rate change. The pump was programmed to deliver an unspecified solution on the primary line at 40ml/hr. At an unspecified time later, the nurse discovered the solution infusing at a rate of 80ml/hr. The nurse then reprogrammed the pump to infuse at 40ml/hr and left the room. "A little later", the pump was found to again be infusing at 80ml/hr. The nurse removed the pump from clinical service and utilized a replacement pump. The pump did not give any audible alarms or display any messages. The pt did not experience any adverse effects. Though requested, there was no further info available.